Manufacturer narrative:
Additional information is pending and will be submitted within 30 days of receipt. This report is related to one other device report: report number 1016427-2021-04928.

Event description:
Additional information received per the medical records indicate that the patient has a history of deep vein thrombosis (dvt) and hematuria. The patient presented with a left knee blood clot. The first filter was inserted via the left groin. It was placed at the l2 vertebra and slowly deployed. However, during this movement the filter came down to the l4 level. A venogram showed that most of the filter was in the proximal part of the left iliac vein and only minimally in the inferior vena cava. It was determined that a second filter needed to be placed higher up. The second filter was inserted via the right femoral vein. It was placed at the l2 vertebra. By stabilizing the pusher, the catheter was slowly withdrawn and priming was done at the l2 vertebra level. This was checked with a venogram, which showed no overlapping of feeders. The filter was placed in the vena cava. The patient left the operating room in stable condition. Additional information received per the patient profile form (ppf) states that the patient experienced filter fracture (left iliac vein), perforation of filter strut(s) outside the inferior vena cava (ivc), perforation of filter strut(s) into organs, filter tilt and filter embedded in wall of the ivc. The patient became aware of the reported events approximately fourteen years and two months after the index procedure. The patient also experienced upper right leg pain, right foot throbs at bedtime; lower back pain, right leg and foot go to sleep when walking, emotional trauma and anxiety as a result of the filter. There are two venous ivc filters in place, one is located appropriately within the ivc and one is within the left main iliac vein at the level of the confluence. The struts of the ivc filter are outside of the lumen, the strut within the posterior left iliac vein is bent possibly fractured. Majority of the filter struts in the left iliac vein appear to be extraluminal at this time. The more superior filter is positioned within the ivc infrarenal at the l3 level. The "retrieval hook" is directed cephalad. The filter is tilted laterally with the cephalad filter apex lying in close proximity to the lateral caval wall just below the right renal vein confluence. All six primary filter struts perforate the wall of the ivc. The perforating anterior struts lie near the right gonadal vein. The perforating lateral strut impinges directly on the right ureter and the perforating medial struts impinge on the adjacent aorta. Filter struts appear grossly intact, but resolution is limited on the computed tomography (CT) images. No pericaval thrombus or hematoma. No embolized filter fragments are identified on the evaluated images. No caval thrombosis, clot within the filter or caval wall thickening. The more inferior filter is positioned within the upper portion of the left common iliac vein at the l4-l5 level. The "retrieval hook" is directed caudal. The filter is malpositioned and deformed. Most of the filter lies outside the confines of the left common iliac vein. The proximal (cephalad) filter apex is positioned intraluminal at the caval bifurcation. The distal apex (caudal) contacts the anterior wall of the left common iliac vein. All six primary filter struts perforate the wall of the left common iliac vein, with impingement on adjacent bowel, vessels and the underlying l4-l5 disc. Filter struts appear grossly intact, but resolution is limited on the CT images. No intraluminal thrombus or extraluminal hematoma. No embolized filter fragments are identified on the evaluated images.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: b4, g3, g6, h1, h2 and h6. As reported a patient underwent placement of two (2) optease vena cava filters on the same day. The information provided indicated that both filters subsequently malfunctioned and caused fracture and perforation of both filters. The patient reported becoming aware of filter fracture (left iliac vein), perforation of filter strut(s) outside the inferior vena cava (ivc), perforation of filter strut(s) into organs, filter tilt and filter embedded in wall of the ivc, approximately fourteen years and two months post implant. The patient also reported upper right leg pain, right foot throbs at bedtime; lower back pain, right leg and foot go to sleep when walking, emotional trauma and anxiety as a result of the filter. According to the medical record the patient had a history of deep vein thrombosis (dvt) and hematuria. The patient presented with a left knee blood clot. The first filter was inserted via the left groin. The guidewire was inserted into the superior vena cava under fluoroscopy guidance and over the guidewire, the dilator with the sheath was passed. The tip of the sheath was placed at the l2 vertebra. The filter was loaded into the catheter, the tip was placed at the l2 vertebra and the filter was slowly deployed. During this movement the filter came down to the l4 level. A venogram showed that most of the filter was in the proximal part of the left iliac vein and only minimally in the inferior vena cava. It was determined that a second filter needed to be placed higher up. The second filter was inserted via the right femoral vein. It was placed at the l2 vertebra. By stabilizing the pusher, the catheter was slowly withdrawn, and priming was done at the l2 vertebra level. This was checked with a venogram, which showed no overlapping of feeders. The filter was placed in the vena cava. The patient left the operating room in stable condition. A computed tomography (CT) scan report indicated that there are two venous ivc filters in place, one is located appropriately within the ivc and one is within the left main iliac vein at the level of the confluence. The struts of the ivc filter are outside of the lumen, the strut within the posterior left iliac vein is bent possibly fractured. Majority of the filter struts in the left iliac vein appear to be extraluminal at this time. Filter #1 the more superior filter is positioned within the ivc infrarenal at the l3 level. The filter is tilted laterally with the cephalad filter apex lying in close proximity to the lateral caval wall just below the right renal vein confluence. All six primary filter struts perforate the wall of the ivc. The perforating anterior struts lie near the right gonadal vein. The perforating lateral strut impinges directly on the right ureter and the perforating medial struts impinge on the adjacent aorta. Filter struts appear grossly intact, but resolution is limited on the computed tomography (CT) images. Filter #2. The more inferior filter is positioned within the upper portion of the left common iliac vein at the l4-l5 level. The filter is malpositioned and deformed. Most of the filter lies outside the confines of the left common iliac vein. The proximal (cephalad) filter apex is positioned intraluminal at the caval bifurcation. The distal apex (caudal) contacts the anterior wall of the left common iliac vein. All six primary filter struts perforate the wall of the left common iliac vein, with impingement on adjacent bowel, vessels and the underlying l4-l5 disc. Filter struts appear grossly intact, but resolution is limited on the CT images. The products remain implanted and thus not available for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Ivc filter tilt and malposition has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The IFU also states that filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The timing and mechanism of the events has not been reported at this time and a clinical conclusion could not be determined as to the cause of the events. Without images available for review the reported events could not be confirmed or further clarified. Anxiety, pain and paresthesia of the feet do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. This report is related to one other device report: report number 1016427-2021-04928.

Manufacturer narrative:
Initial reporter occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. As reported, the patient underwent placement of 2 optease vena cava filters on the same day. The indication for filter placement is not available. The report states that both filters subsequently malfunctioned and caused injury and damage to the patient including, but not limited to fracture and perforation of both filters. The filter remains implanted; thus, unavailable for analysis. The products were not returned for analysis and the sterile lot numbers have not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was reported that there was perforation of the ivc and organs; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of 2 optease vena cava filters on the same day. The report states that both filters subsequently malfunctioned and caused injury and damage to the patient including, but not limited to fracture and perforation of both filters. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.